Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, a patient experienced a possible detached sensor wire. Patient proceeded to remove sensor from insertion site. Upon sensor removal, patient could not locate sensor wire. Patient reported no medical intervention.